Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced multiple components to restore the analyzer to a fully functional condition on (B)(4) 2014. The fse replaced cracked valve mounts for vl55, vl54, vl17, vl51, vl49a, vl12d, vl12b, vl41, and vl46b. The fse also replaced a broken valve for vl53a. The cause of the multiple error conditions generated by the analyzer was related to the diluter cpu (central processing unit) that was also replaced. (B)(4).

Event description:
Customer reported an error condition of "vacuum overflow tank full" was generated when using the coulter lh 750 hematology analyzer. The analyzer was taken out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse reviewed the instrument logs and identified additional error conditions were generated intermittently, starting on (B)(6) 2014, until the instrument failed on (B)(6) 2014. There were no erroneous test results reported for this event. There was no death, injury or affect to user or patient treatment.